Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to dka on (B)(6) 2017 with blood glucose of 700-800 mg/dl. Custom had just changed the set and tried to bolus to bring the blood glucose down. The customer was lethargic and unable to move without help. The customer was off pump less than 48 hours prior to hospitalization. She disconnected from the insulin pump because when they took the quickset as it was completely bent. The customer is currently in the hospital and being treated with mdi. The customer's current blood glucose was 280 mg/dl at the time of the call. Customer refused to go through trouble shooting. The insulin pump will not be returned for analysis.